Event description:
The manufacturer received information alleging a bipap a 30 was alarming. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. A ventilator inoperative alarm was confirmed in the error log review. The circuit board is needed to be replaced to address the issue.